Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on two patient samples on an atellica im 1300 analyzer. Quality control (qc) was valid at the time of sample processing. The customer ran precision studies, which recovered acceptably. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and adjusted the secondary vacuum. The cause of the falsely elevated tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated high-sensitivity troponin I (tnih) results were obtained on 2 patient samples on an atellica im 1300 analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on the original instrument and the samples recovered lower than the erroneous results. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00166 on 01-aug-2024. Additional information (21-aug-2024): as mentioned in the initial report, the siemens customer service engineer (cse) adjusted the secondary vacuum. This was part of a total service call. Siemens reviewed the instrument data and determined that there was no indication that an instrument malfunction impacted the delivery of the sample or high-sensitivity troponin I (tnih) reagents on the day of the event. Additionally, there were no anomalies in the vacuum system at the time of sample processing. The cause of the tnih results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.